Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 05/01/2017. The rep reported that they had no further information at this time. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that their ins had shifted in the pocket and was near their spine. It was also reported that the ins was overheating in the pocket. Both of these issues started in (B)(6) of 2017. The patient was going to get a revision surgery, but at the time of the report it was not yet scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. It was stated that it was unknown why the device was shifting in the pocket. No further complications were reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID 97754 lot# serial# (B)(4).implanted: explanted: product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The rep reported that the patient was experiencing extended charge times in addition to swelling and pain at the battery site. The rep reported that visibly there did not appear to be much swelling according to the physician¿s assistant at the office but the patient reported that the pain had been occurring since a few months after a car accident. The rep reported that the patient was in a car accident before problems presented but not able to say for certain if accident was precipitating factor to current issues. The rep reported that the patient was happy with the programming so no reprogramming occurred. The rep reported that the battery site was examined by office staff and the patient was written a referral to have the battery site to be examined by surgeon. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.